Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the pump was filled with baclofen. While interrogating the patient¿s pump before her scheduled replacement surgery, while she was in pre-op, it was detected her pump had been stalled for 163 hours since (B)(6) 2019. The patient reported no signs or symptoms of withdrawal. The patient had been feeling completely fine and did not notice any differences in her therapy. She did note her pump had been beeping "every 20 minutes" for the past week. The logs showed she has had multiple motor stalls that recovered since june. It was unknown if patient had any MRI's recently. The patient had no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting performed, and the pump was replaced on (B)(6) 2019. The hospital was in possession of the pump, so the return status was unable to be determined. The new pump was implanted, and the daily dose was cut in half from the previous. The patient was kept overnight for observation. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 2503 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that the patient was in the hospital for pneumonia which was not related to the device or therapy and noticed her pump was alarming. She had a lung scan and CT scan done, but no MRI. The pump was interrogated and the logs showed intermittent stalls and recoveries. At the time of the call, the pump had recovered. No patient symptoms were reported. Considerations were discussed with the caller. No further complications were reported.